Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the user facility. Radiographs provided confirmed the reported event. As per reporter observations identified that the lock screws and tulips with damaged threads consistent with cross threading as the root cause. The patient has fully recovered. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) loss of fixation..." "...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw..." "...care should be taken to insure that all components are ideally fixated prior to closure. All implants should be used only with the appropriately designated instrument (reference surgical technique)..."

Event description:
On (B)(6) 2019 a patient underwent a posterior fixation procedure on l3-s1 levels with no reported issues. On (B)(6) 2019 during follow up the patient was experiencing pain. Radiographs showed three lock screws backed out. On (B)(6) 2019 a revision procedure took place where it was discovered the threads on the pedicle screws and lock screws were stripped. All three screws and lock screws were replaced.